Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) resulting in tissue damage and subsequent mitral valve insufficiency/regurgitation (mr) cannot be determined. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 5, ejection fraction of 21%, and cardiac transposition. Three mitraclips were inserted and deployed on the mitral valve, reducing mr to a grade of 1.5+. On (B)(6) 2025, a follow up ultrasound was performed and revealed a posterior mitral leaflet perforation caused by the first clip. The mitraclip xtr (50605r1031). The xtr had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 5, ejection fraction of 21%, and cardiac transposition. Three mitraclips were inserted and deployed on the mitral valve, reducing mr to a grade of 1.5+. On (B)(6) 2025, a follow up ultrasound was performed and revealed a posterior mitral leaflet perforation caused by the first clip. The mitraclip xtr (50605r1031). The xtr had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.